Event description:
It was reported that: pt was sedated by intravenous drugs during a biopsy on the side of the head. 100% oxygen was being administered via a hand held oxygen mask at 3 liters per mask. The surgeon was using an electrosurgical unit. There was a flash fire which was quickly extinguished. The pt rec'd second degree burns of the eyebrow, forehead, cheek and chin on one side of the face. There was no malfunction of the anesthesia machine.